Manufacturer narrative:
(B)(4).

Event description:
It was determined that the signal loss was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. [The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.